Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Fse has replaced power supply charger unit and observed the machine. He has also calibrated properly. The fse checked its battery charging voltage & back up system properly. Then confirmed its ok and machine handed over to the department in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before connecting to a patient, the cs100 intra-aortic balloon pump (iabp) is not operating on mains supply. The patient was connected to a stand by machine. There was no patient injury.